Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported "false air in line" which were verified through a review of the event history log by the presence of "air in line!" Messages, which was not reproduced during evaluation and found the cause to be a failing ultrasonic sensor. The upstream/ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false air in line. There was no known patient injury or medical intervention associated with this event. No additional information is available.